Event description:
Alleged when he pushes the hilow up button and lets go, the hilow continues to go up, until he pushes the hilow down and then the bed will go down on its own.

Manufacturer narrative:
The facility has indicated that the unintentional movement has not reoccurred, and has placed the bed back into service.